Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an esv alarm did not audibly sound at the central station for room 3022 around 02:00 on (B)(6) 2017. There was no allegation of a patient incident. The notes state that there was no patient harm.